Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, the patient underwent lumbar spinal canal stenosis surgery. Intra-op, the set screw was found slipped. Doctor had to replace new ones to complete the surgery. The products came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis:optical examination did not identify thread flank/crest deformation. Functional evaluation with a sample mas found the implant able to be fully engaged into a sample mas head. The implant appears to be capable of performing its intended function. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.